Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The sample has been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: the nurse was hanging a secondary infusion of levaquin 500 mg IV piggyback set up to a primary line filled with normal saline, when air and bubbles were observed in the IV line coming from the IV pump. Upon further examination of the tubing, a hole was observed in the IV tubing in the area where it was inserted into the IV pump. It was also reported that the IV pump had given the nurse an error message during the first attempt at inserting the line and the door had to be opened and the line reinserted. No patient injury.

Manufacturer narrative:
(B)(4). One (1) used sample without packaging was returned for evaluation. The set was leakage tested, per specification, with failing results. Leakage was observed at the bonded joint between the tubing and the bottom of the space pump segment. This would cause the reported air bubbles in the tubing and 'air in line alarm' on the pump. Therefore, the reported defect was confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.